Event description:
The user experienced issues with the ise assays and received questionable sodium results for two patient samples. Of the data provided, the results for one sample were discrepant. The initial result was 152 mmol/l with a data flag and was reported outside the laboratory. The repeat result from the other cobas c501 analyzer was 135 mmol/l. The patient was not adversely affected. The user caught the fact that the result was invalid immediately after reporting it and corrected the report before any action was taken. The lot number of the sodium electrode was not provided. The field service representative determined there was liquid around the cartridges. He replaced the o-rings and tightened the ise cartridge spring. He also replaced the ise sample probe as a precaution. To verify the analyzer operation, he performed an ise check and the user ran calibration, quality control and precision testing.